Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the programmer would crash and freeze; the programmer booted-up and operated with no faults observed. It was found, however, that the universal serial bus (usb) port was damaged, the power cord bay latch tab was broken, and the printed circuit board (pcb) tested out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hard drive of the programmer would crash, and the programmer would "freeze up." The programmer has been returned for repair. No patient complications have been reported as a result of this event.